Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (display issue) issue. It was reported that the backlight was dim and the display was difficult to read. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 12/20/2013 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the complaint could not be duplicated on investigation. The display was found to be clear, legible, and functioning within specification. Unrelated to the complaint, the keypad was found to be torn over the contrast button. Evaluation revealed that the contrast button was unresponsive. There was evidence of keypad contamination found under the contrast, and down button key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.